Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. Patient identifier: (B)(6) dob: on (B)(6) 1967. A manufacturing record evaluation was performed for the finished device lot number: 14325, and no related nonconformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2023.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, link length and tensile force were found to meet the applicable specifications, some tooling marks were noted in some bead cases and no discontinuity was found in the device. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Investigation summary: it was noted two beads with cut wires, that appear to be caused by a surgical instrument.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: (B)(6). Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was removed due to the device being opened. The thread ripped between the connecting elements, not at the fastener(lock).